Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and the insulin pump had received a pump error alarm. The customer¿s blood glucose level was 47 mg/dl. Troubleshooting was performed for pump error alarm and noticed was able to complete pump rewind. The customer performed self-test and it did pass. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.